Manufacturer narrative:
(B)(4). Date sent: 03/09/2020. Additional information was requested, and the following was obtained: can you please clarify "the stapling could not be performed properly?" Was the staple line missing staples (incomplete staple line)? Or were staples unformed (or malformed)? Were there any patient consequences? Response: according to the customer, the issue is related to a misuse. No further information can be provided.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify "the stapling could not be performed properly."? Was the staple line missing staples (incomplete staple line)? Or were staples unformed (or malformed)? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, during an attempted stapling of the left inferior lobe bronchus, the stapling could not be performed properly. The stump was opened. There was a septic risk (pleurisy (empyema)). The bronchus was closed by a strand of suture.